Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would no longer power on using ac or dc power. The biomed also stated that there was a crack in main keypad assembly where the on button is located. There was no patient use associated with the reported event.